Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual examination of the returned device found the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Dried contrast was visible at interface of handle body and handle cannula and also at interface between finger ring and handle body. Functionally, the basket could be extended and retracted without issue. Basket wires were found to be properly formed and evenly spaced. Additionally, a leak test was performed and backflow leakage was noted at the handle body and handle cannula interface. Further analysis of the handle confirmed that a spacer seal component was missing. The condition of the returned incident device was consistent with the reported event since a leak was observed at the handle during testing. Additionally, the device evaluation found that the guidewire lumen (side-car) presented with push-back. This damage likely occurred due to anatomical/procedural factors which limited the device performance, therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure. According to the complainant, during the procedure, while injecting contrast medium through the device, the contrast exited from the luer lock area of the device handle. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.